Event description:
Spouse of home patient (hp) contacted baxter's technical service center for assistance during hp's apd therapy. Reportedly, the spouse had connected the wrong dextrose solution to the heater line of the homechoice set. When noted, the spouse disconnected the incorrect bag and spiked a new solution bag with the same cassette. The spouse was assisted in ending therapy at the time of call and therapy was completed with manual exchanges. Follow up with the spouse of the hp revealed no patient injury or medical intervention.